Manufacturer narrative:
Disclaimer: "synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that the report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report." Additional info: d1: brand name should be cervical spine locking plate 42mm. D2: type of device should be locking plate. D3: MFR name & address should be: synthes (USA) 1690 russell rd paoli, pa 19103 d10: concomitant medical products are locking screws and expansionhead screws. H6: no evaluation was performed as the product was not returned. Therefore, no conclusion can be drawn.

Event description:
Fixation plate fractured. Pt had disk surgery for a cervical disk in august 1996. Plate was found to be broken and removed in june 1997.